Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer was assisted with troubleshooting. The customer¿s blood glucose level was 325 mg/dl at the time of the incident. Customer stated that they tripped, fell, and dropped the insulin pump, resulting in damage to the reservoir compartment ring and for the reservoir unable to be locked in place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for high blood glucose was declined. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed rewind test, prime/seating test, basic occlusion test and force sensor test. Unit received with missing retainer. Tested with a test p-cap and the test p-cap did not lock in place properly due to missing retainer. Unable to perform displacement test due to missing retainer. Unit received with missing reservoir tube o-ring, partially broken off reservoir tube lip, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, slightly stained keypad overlay buttons, cracked case next to belt clip rail corner, faded serial number label and peeling end cap address label.